Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The surgeon used the electrode for 20 min, and then it got loose. He found the tip, and switched to a new, and continued the operation with no delays. Updated information received via email from the affiliate on 1-17-17. The tip fell off and into the patient. But he found it immediately. Yes, the device was new. He used the device for about 20 min, but I can¿t say if he used force. He said that he used it like he is used to do.

Manufacturer narrative:
This report is being filed to document the receipt of the complaint device and lot information. UDI: (B)(4).

Event description:
The surgeon used the electrode for 20 min, and then it got loose. He found the tip, and switched to a new, and continued the operation with no delays. Updated information received via email from the affiliate on 1-17-17 the tip fell off and into the patient. But he found it immediately. Yes, the device was new. He used the device for about 20 min, but I can¿t say if he used force. He said that he used it like he is used to do.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for further evaluation. The device was visually inspected. The active tip shows signs of activation. The active tip is missing from the distal assembly, confirming the complaint. It was noted that the active suction tub e has eroded during use and that there is a section of the active suction tube missing. The missing arched section is the feature of the active suction tube that retrains the active tip component. Electrical and functional testing is unable to be completed due to device condition. A supplier CAPA was opened to investigate this issue of active tip failures. The root causes for this CAPA was identified as a combination of the weld bridge not providing sufficient weld material and retention, mechanical fatigue due to stress corrosion pitting, and a misuse of the device (overloading of mechanical forces). However, it was noted that this lot of product was manufactured after the CAPA was closed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis and found to be within the acceptable levels. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.